Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low battery alert and failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she experienced low battery life. The customer stated that the low battery indicator did not show less than 2 bars. The customer was advised that (B)(4) aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected low battery alert or failed battery test alarms occurred during testing. No corrosion noted on the battery tube and battery cap during visual inspection. The battery icon showed full four bars after battery was installed and did not deviate during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, cracked reservoir tube, and scratched reservoir tube window.